Manufacturer narrative:
(B)(4). Evaluation summary:this complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a damaged patient connector noted. A leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter to the set without difficulty.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with the patient connector a uv flash transfer set and a titanium adaptor. The patient connector would not connect with the titanium adaptor well, when the customer changed their transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This is being reported because it is considered same or similar to product in the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.